Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 550 mg/dl. Customer was treated with manual injection and customer was using insulin pump within 48 hours of high blood glucose event. Customer stated that infusion set had bent cannula. Insulin pump will not be returned for analysis.